Manufacturer narrative:
(B) (4).

Event description:
The ins was expected to last for ten years. The setting/parameters were not provided. The device was replaced. Further information is being requested from the hcp.

Manufacturer narrative:
Other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead.

Event description:
The consumer further reported that the patient's first implantable neurostimulator (ins) battery went dead before 10 to 15 years. The ins depleted in 2010. The device had been set at 4.6v with cycling on for 0.1 second and off for 0.4 second and was set at 9.0 ma. The device impedance was at 511 ohms.